Manufacturer narrative:
Implant remains in pt. Synthes is unable to determine mfg site or mfg date without a lot number. Investigation could not be completed; no conclusion could be drawn as no device was returned or lot number provided.

Event description:
Ti cancellous locking screws implanted with fra allograft spacer, mastergraft and infuse for degenerative disc disease at l5-s1 with grade ii isthmic spondylolisthesis. F/u x-rays showed two broken screws at s1. Pt expressed discomfort during f/u visit. Surgeon noted no acute pain related to screw breakage and discomfort may possibly be a result of start of physical therapy. Surgeon will monitor pt and does not plan to revise hardware, has prescribed use of bone growth stimulator, bracing and strengthening.